Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were not dropping in ems, and nurses had to add fake patients to proceed. It happened for multiple patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by checking with their information technology team regarding, network issues and no further investigation was required. The system functioned as intended after the issue was resolved.